Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow and fluid delivery line (fdl) open alarms on in an arctic sun device (alarm 01 and alarm 02). Just starting therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Pump hours were 0.3 and system hours were 1052. Stopped therapy, emptied and disconnected pads. Placed device in manual mode. Flow rate (fr) was 1.7lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 71 percentage. Inspected fluid delivery line (fdl), no visible damage. Connected left chest pad. Flow rate (fr) was 1.6lpm, inlet pressure (ip) was -2.5psi. Removed left chest pad. Connected left thigh pad. Inlet pressure (ip) was remained -2.4psi. Suggested trying another device first. If flow was still low replacing pads. Called back an hour later. The flow was still low with the new device, so they changed pads. Flow good with second set of pads. Nurse not in the room. Asked that they place the first set of pads behind the nursing station and quality would call them to get them returned for inspection. Per investigator notification received via mail on 16feb2024, it was reported that there was a kinked line and hydrogel separation noted during the investigation.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be incorrect setup causing pad lines occlusion. However, there was insufficient information to confirm this potential root cause. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Right thigh pad, left chest pad, and right chest pad all had deformed/damaged connectors left cheft pad and right thigh pad had kinked tubing hydrogel on the right thigh pad was separating and adhering to the liner a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines." Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow and fluid delivery line (fdl) open alarms on in an arctic sun device (alarm 01 and alarm 02). Just starting therapy. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Pump hours were 0.3 and system hours were 1052. Stopped therapy, emptied and disconnected pads. Placed device in manual mode. Flow rate (fr) was 1.7lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 71 percentage. Inspected fluid delivery line (fdl), no visible damage. Connected left chest pad. Flow rate (fr) was 1.6lpm, inlet pressure (ip) was -2.5psi. Removed left chest pad. Connected left thigh pad. Inlet pressure (ip) was remained -2.4psi. Suggested trying another device first. If flow was still low replacing pads. Called back an hour later. The flow was still low with the new device, so they changed pads. Flow good with second set of pads. Nurse not in the room. Asked that they place the first set of pads behind the nursing station and quality would call them to get them returned for inspection. Per investigator notification received via mail on 16feb2024, it was reported that there was a kinked line and hydrogel separation noted during the investigation.